Event description:
It was reported that an error 1870 was experienced. Removed and replaced batteries and restarted the pump but alarm returned. Patient not affected. No additional information available